Manufacturer narrative:
Device manufactured february 23, 2019 to february 25, 2019. Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which revealed a spike port cap leak from the base of the spike port of both samples. The reported condition was verified. The cause of the condition could not be determined. The other seven (7) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nine (9) units of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port. The leaks were discovered during unspecified process steps. Of the nine bags, two were identified before leaving the facility and the other seven (7) were identified at the acute care facilities. All seven were refilled and new tpns were sent to the facilities. All patients received their tpns. There was no report of patient injury or medical intervention associated with this event. No additional information is available.